Event description:
The facility representative reported an ipump with a condition of "loose parts inside" it is unknown where the event occurred; however, it was identified during biomed service. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an ipump with loose parts was not confirmed nor reproduced during product evaluation. The root cause is not identified. Therefore no repairs were made to fix the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information is received, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is related to a previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.